Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1 07/21/2011. Device history record review was conducted on (B)(6) /2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2: date of submission 11/24/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the contrast button was found to be torn off but all the buttons were responsive to user presses. The keypad cover was removed and there was contamination found under all the key contacts. Unrelated to the original complaint, the display screen was dim and discolored.

Event description:
The patient's mother stated that the pump would not scroll and that he had to push buttons hard and repeatedly. There was no evidence of misuse of the product and the patient reportedly does not clean her pump.